Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported headache and watery eyes. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported in section b.2. Required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported , this was incorrectly marked in section b.2. , a1 was updated with the name, phone number was added in section e1, consumer and foreign was marked in g.2. The report should have been sent for product problem only in section b.1.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and there was no patient harm or injury. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device found evidence of damage and cracking to the upper enclosure around the screen. In addition, the ui knob stem was partially broken. The air inlet filter was not present. The device was disassembled for internal visual inspection. The manufacturer found evidence of minimal dust contamination through out the device internals. Moderate dust contamination was observed in the blower and on the impeller. Sound abatement foam did not appear to have degraded and returned to original shape when compressed. Sound abatement foam did have heavier dust contamination than the rest of the device. The manufacturer applied power to the device and confirmed the device provided flow. Device logs showed 1 continue error e-53 err_comp_log_sem_timeout logged. The manufacturer concludes there is no evidence of foam degradation within the device. The manufacturer was able to confirm the presence of contaminants on the surface of the sound abatement foam. The presence of dust throughout the device, especially at the air inlet behind where the filter would sit. The source of contamination is likely external. The manufacturer is also able to confirm cosmetic damage to the upper enclosure and ui knob.